Event description:
It was reported that the patient is currently experiencing pain in her right hip. Patient reports that she is currently having difficulty bending her knee. Patient is also experiencing pain in the knee and calf area. Patient is also experiencing pain going up and down the stairs and has to maneuver one stair at a time. Patient states that the pain is also in her back area and that she can't bend over to pick anything up. Patient states that she has not been to see dr (B)(6), but has been to see other doctors and has received cortisone injections in her leg for the pain.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.